Event description:
During evaluation of the homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to a failure of the ground bond performance specifications indicating a high resistance value between the hc and ground bond on the power supply.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received operational and in good condition. The device passed the homechoice rite (return instrument test / evaluation) functional test but failed the rite electrical ground bond test. The pal (product analysis lab) evaluated the device. The ground resistance checks revealed an unstable reading between the door frame and door post. A visual inspection revealed the door post and set screw were loose. The door post set screw was tightened and the resistance between the door frame and door post stabilized the cause of the ground bond rite test failure was determined to be a loose door post set screw. A review of the device's service history record was performed and no issues were identified that may have contributed to the rite failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.